Event description:
Our affiliate is reporting that 4 patients underwent knee surgery with the use of biointrafix sheaths & screws for fixation. Approximately 10-12 weeks post-operatively, the patients experienced some reactions; what is being described as "fluid wounds". We assume that there was a re-surgery because they talked about removing the fixation devices and the condition of the repair. They state that at the time of device removal the screw and the sheath were loose and the tissue around the devices were affected(?). They further state "no bacteria proven", which may mean that labs may not have been performed. The complaint devices have been discarded. We have questions out to our affiliate for further detail and clarity. See associated mdrs 1221934-2009-00531, 1221934-2009-00532, 1221934-2009-00533, 1221934-2009-00534, 1221934-2009-00535, 1221934-2009-00536, 1221934-2009-00537, 1221934-2009-00538, 1221934-2009-00539, 1221934-2009-00540 and 1221934-2009-00541, 1221934-2009-00542, 1221934-2009-00543, 1221934-2009-00544 and 1221934-2009-00545.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.